Event description:
During eval of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 21:53:18. During night drain cycle five, the pt's ultrafiltration reading was 1870 ml, indicating the home pt (hp) drained 1620 ml more than their maximum programmed fill volume of 2500ml. No add'l info is available.

Manufacturer narrative:
(B)(4). Eval summary: the device was received by baxter for eval. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the product family label will be conducted. Should add'l relevant info become available a supplemental report will be submitted.